Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on-site and replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform a failure analysis. The e-100 generator was analyzed and found to have no issues. The unit was installed onto the test system, and it worked fine with the vessel sealer instrument installed. The technician used the vessel seal extend instrument with a saline-dipped gauze in the jaws and fired the yellow pedal/sync activations for the cut/seal function about 100 times, and the e-100 generator worked fine without any issues. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the customer reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that the e-100 generator would not recognize a vessel sealer extend (vse) instrument. Prior to calling in, the customer changed out the vse instrument and performed a hard power cycle on the e-100 generator with no change. The tse viewed the logs and found several errors indicating a voltage failure. The tse recommended using the integrated electrosurgical generator unit (iesu) in place of the e-100 generator with the vse instrument. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the vse instrument was not recognized once plugged into the vision side cart (vsc). The customer did replace the vse instrument, and an "e-100" error message displayed across the screen on the surgeon side console (ssc). The customer performed troubleshooting along with the physician assistant and tse. The tse found an error message and stated the vse instrument would operate at a slower efficiency however it was working. The tse suspected that the issues were related to a fan that was possibly overheating inside the unit. The surgeon finished without using the vse instrument. There were no delays or adverse outcomes. The surgeon¿s following case was moved to another operating room. The tse was on the phone during troubleshooting. The customer plugged the blue bipolar port below to finish the case. There were no other error messages or delays in the case. The vsc, ssc, and the da vinci system itself operated without any other issues.